Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels below 53 mg/dl. Low bg causes were not known. Emergency medical technicians (emts) administered glucagon and the customer consumed carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.